Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo catheter burst in the middle section during surgery. The patient was undergoing surgery for treatment of an anterior skull base dural arteriovenous fistula (davf). It was noted the patient's vessel tortuosity was normal. The accessed vessel was the femoral artery with a diameter of 5mm. It was reported that catheter separation/break occurred during use. There was no friction or difficulty during injection. There was no force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was stuck inside the guide catheter. There was no surgical or medicinal intervention required. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis of 105-5096-000, lotno:b570956 as found condition: the apollo micro catheter was returned for analysis within a shipping box; within an unsealed plastic biohazard pouch and within a sealed tyvek biohazard pouch. Visual inspection/damage location details: no damages or irregularities were found with the apollo hub. No damages or irregularities were found with the micro catheter body. The detachable tip was already detached and not returned for analysis. No ruptures or breaks were found with the catheter body. No onyx was found throughout the apollo micro catheter. No other anomalies were observed. Testing/analysis: the apollo usable length was measured to be ~163.8cm (not including the detachable tip). Usable length specification and detachable tip length could not be confirmed. The ldpe coupling tube overlap length was measured to be ~ 1.2mm which is within specification (specifications: 1.0mm - 2.5mm). The catheter was flushed, and water was found to exit the distal end only. The distal tip was clamped, and the catheter was pressurized. No leaks were found throughout the catheter length. Conclusion: based on the device analysis and reported information, the customer report of ¿catheter rupture with onyx¿ could not be confirmed. No ruptures or pinholes were found with the device. In addition, no onyx was found throughout the micro catheter, indicative that onyx was not used as it would be impossible to flush out the onyx without leaving residue. The customer report of catheter separation/break likewise could not be confirmed, unless the customer is referring to the tip detaching. It is possible the reported catheter stuck inside the guide catheter, caused the tip detachment. As the guide catheter and detachable tip were not returned for analysis, any contribution of the guide catheter and the detachable tip to the premature detachment could not be determined. As the model and lot numbers of the guide catheter was not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the apollo burst was that the connection point was ruptured. The apollo burst upon injection. The embolic used was onyx. There was no resistance upon injection of the embolic into the apollo. The physician continuously injected the liquid embolic. The liquid embolic was not embedded in an unintended location. The apollo tip is located in the anterior ethmoid artery. The subject is in good condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.